Event description:
It was reported that the device was used during the video assisted thoracic surgery. The first firing went well. After the second firing the staple line remained open. The pt was later re-operated and stayed in the hosp for nine weeks. No further info is available.